Event description:
During a fistulogram procedure, the sheath was inserted into the fistula and while the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The procedure was successfully completed with the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a functional test, along with a review of complaint history, device history record, drawing, manufacturing instructions, quality control and a visual inspection was conducted during the investigation. Based on user testimony, the device leaked during the procedure. The device history record was reviewed and no evidence of nonconformance was found. Functional testing confirmed that the device leaked and a visual inspection noted excess adhesive between the sidearm fitting and cap. Patient risk has been assessed and determined that while the health risks associated with this nonconformance can potentially range from low impact to moderate harm, it is unlikely that its occurrence will lead to a serious adverse health consequence to the patient. Based on all available market surveillance information, the likely severity associated with this failure mode is low impact. Functional testing confirmed that the device leaked and a visual inspection noted excess adhesive between the sidearm fitting and cap. Detection activities are in place to prevent this failure mode from occurring including a 100% leak test. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a fistulagram procedure, the sheath was inserted into the fistula and while the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The procedure was successfully completed with the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.